Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The part remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient is experiencing a possible allergic reaction after having an ar-8730-18h, mini compression ft implanted. The rep stated they do not have any further details or information regarding the reaction at this time. A request has been made for the rep to follow-up with the surgeon and obtain additional information. Additional information received on 05/30/2019: the type of procedure that originally took place was a scarf osteotomy. The date of the original procedure is unknown. The surgeon confirmed to the arthrex sales representative that the surgical site is not infected. However, the patient does appear to be having a reaction. The surgeon stated there is a possibility that a removal will take place in the near future.